Event description:
It was reported that the stenoscope system would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was repaired and calibrated during the service call.